Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included miscarriage. Concurrent conditions included hypothyroidism, hypertension, nabothian cyst, vaginal discharge since (B)(6) 2014, itching since (B)(6) 2014, dysfunctional uterine bleeding since (B)(6) 2014, endometritis, high cholesterol, depression, foot pain since (B)(6) 2015, peripheral swelling since (B)(6) 2015, burning foot since (B)(6) 2015 and chronic cervicitis. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2014, 1 year 8 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced groin pain ("pain, right groin") and flank pain ("pain, left side "). The patient was treated with ibuprofen and surgery (total laparoscopic hysterectomy, right salpingo-oophorectomy and removal of essure coil). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain had resolved and the groin pain and flank pain outcome was unknown. The reporter considered flank pain, groin pain and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: confirmed full occlusion. On (B)(6) 2014, pelvic sonogram, transabdominal and endo vaginal with doppler confirmed uterus measures 10.4 x 4 4 x 5 6 cm. Tiny amount of fluid noted within the endocervical canal. Endometrium measures 1.1 cm. The right ovary measures 3.8 x 2 x 2 em. The left ovary is not visualized on either transabdominal or endo-vaginal exam. On (B)(6) 2012, transabdominal and transvaginal scanning of pelvis showed impression: 1 the uterus demonstrates normal appearance except for a trace amount of endocervical fluid the endometrial stripe demonstrates normal thickness. No discrete endometrial mass. 2. Ovaries demonstrate normal appearance bilaterally, containing a few follicles. Color flow is seen within the ovaries bilaterally. Concerning the injuries in the case, the following ones were described in patient's medical records: groin pain, pelvic pain. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs and mr received: new reporters, patient demographic information, product indication updated, treatment medications, concomitant disease, lab data, new events groin pain and flank pain added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for contraception. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy, right salpingo-oophorectomy and removal of essure coil). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain had resolved. The reporter considered pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: confirmed full occlusion quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2017: quality safety evaluation of ptc. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had severe pelvic pain. She underwent a total laparoscopic hysterectomy, right salpingo-oophorectomy and removal of essure coil approximately 3.5 years after insertion, and the event resolved. This event is anticipated in the reference safety information for essure. Pelvic pain is highly prevalent in women, and may have gynaecological and non-gynaecological causes. In the present case, consumer´s medical history and concurrent conditions were not provided. Given the nature of this event and lack of alternative explanation, causality with essure cannot be excluded. This case was regarded as incident since device removal was required. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for contraception. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy, right salpingo-oophorectomy and removal of essure coil). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain had resolved. The reporter considered pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: confirmed full occlusion. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had severe pelvic pain. She underwent a total laparoscopic hysterectomy, right salpingo-oophorectomy and removal of essure coil approximately 3.5 years after insertion, and the event resolved. This event is anticipated in the reference safety information for essure. Pelvic pain is highly prevalent in women, and may have gynaecological and non-gynaecological causes. In the present case, consumer´s medical history and concurrent conditions were not provided. Given the nature of this event and lack of alternative explanation, causality with essure cannot be excluded. This case was regarded as incident since device removal was required. A product technical analysis is expected. Further information will be obtained through the litigation process.